Event description:
The customer called to report that she was treated by the paramedics due to low blood glucose levels. The reported blood glucose reading was 37 mg/dl. The customer stated that she gave herself a manual injection due to multiple no delivery alarms. The customer stated that she didn't eat enough food for the amount of insulin she gave herself. The customer's blood glucose levels were dropping again at the time of the call. The customer treated, but was unable to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.